Event description:
It was reported that a cartridge alarm 1 occurred multiple times during bolus deliveries. In addition, an occlusion alarm occurred. Customer declined troubleshooting with tandem technical support and reverted to a backup insulin pump for insulin therapy. The customer's blood glucose level was 110 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 1 occurred multiple times during bolus deliveries. Customer declined troubleshooting with tandem technical support and reverted to a backup insulin pump for insulin therapy. The customer's blood glucose level was 110 mg/dl.